Event description:
It was reported numerous stalls and recoveries occurred. The hcp was going to replace the pump. Environmental causes for the stall were ruled out. It was later reported there was a confirmed motor stall and motor stall recovery recorded in event logs. Stall and recovery were listed multiple times. The pump was explanted. It was noted patient experienced withdrawal. A rotor study and/or dye study was not performed. The pump contained compounded baclofen, infu morph 20 mg/ml, clonodine 550 mcg/ml, and bupivacaine 16 mg/ml with a daily dose of 3.704 per day. At the time of this report, no further details were reported. Additional information was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4). The pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.